Event description:
Removal of dental implant. The clinician reported two implants were placed in d1 thick cortical bone in 2005, and removed in 2006. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quality insufficient.

Manufacturer narrative:
The implant was received with a cover screw not unattached and the implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted, but there was some damagae to the collar threads. This damage is consistent with removal by hemostasis. The implant was then compared to a l0114 rev 07/05 radiographic template and was determined to be a ph4mm x 10.5mm implant.